Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. Transseptal puncture was performed without issue. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The was positioned and the closure device was deployed in the laa of the patient. At this time the patients blood pressure dropped and transesophageal echocardiogram imaging showed that there was a growing pericardial effusion. The closure device was released in the laa and the physician gave the patient protamine. A pericardiocentesis was performed and then a cardiac window followed. A total of 750ml of fluid was drained from the patient. Following the cardiac window the patient was monitored for 30 minutes to make sure they remained hemodynamically stable before being brought to the cardiac intensive care unit for additional monitoring. Later that day the patient passed away. The patients family had made the decision to not take the patient to the cardiac operating room.